Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 294947) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Event description:
The customer received questionable results from a coaguchek xs meter when compared to a stago evolution analyzer. The serial number of the meter was requested but was not provided. Of the data provided for 20 patients, only the results for 8 were discrepant. Patient 1 meter result was 3.9 inr and the laboratory result was 2.6 inr. Patient 2 meter result was 3.2 inr and the laboratory result was 2.4 inr. Patient 3 meter result was 3.2 inr and the laboratory result was 2.1 inr. Patient 4 meter result was 2.9 inr and the laboratory result was 2.1 inr. Patient 5 meter result was 3.1 inr and the laboratory result was 2.3 inr. Patient 6 meter result was 2.6 inr and the laboratory result was 2.0 inr. Patient 7 meter result was 3.8 inr and the laboratory result was 2.5 inr. Patient 8 meter result was 3.6 inr and the laboratory result was 2.6 inr. There was no allegation of an adverse event. Relevant retention test strips (lot 294947) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with the specification.